Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was discovered that the implantable cardioverter defibrillator (ICD) exhibited a non-sustained right ventricular oversensing (nsrvo) alert for post-paced t-wave oversensing. Programming changes were discussed, no intervention was performed. There were no patient consequences.